Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had damage. The blood glucose at the time of the incident was 140 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir and transfer guard, performed pre-fill reservoir test. Found reservoir easy to fill and hard to remove from transfer guard, unable to remove. (B)(4).